Manufacturer narrative:
Loose communication cable. Verified cable completely plugged in for good connection.

Event description:
It was reported by service report that the nurse call is not working. No pt involvement or adverse consequences are reported.